Event description:
Pt reported that back to back tests performed on the surestep meter (using expired test strips) were 85 and 180 mg/dl (72% difference). No symptoms were reported. There was no allegation of harm.